Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. The customer's blood glucose level was unknown. The customer was unable to rewind the insulin pump. The drive support cap of the insulin pump was loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was performed and the insulin pump will be returned for the analysis.

Manufacturer narrative:
Device had intermittent buttons response due to flattened esc button dome switch. No unlocked j2 or lcd keypad connector noted. Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm.